Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Corrected narrative: it was reported that a patient underwent a sling procedure on (B)(6) 2013. During the procedure, the trocar was inserted into the patient and upon insertion, the trocar tip bent off but never fully broke and was successfully removed from the patient. The procedure was completed with no adverse patient consequences. (B)(4) - trocar sheath tip bent during use, damaged - not labeled corrected conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the tip of one needle was bent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. During the procedure, the trocar was inserted into the patient and upon insertion, the trocar sheath broke apart at the tip. It was not reported how the procedure was completed. There were no adverse patient consequences. Additional information has been requested.